Event description:
The device turns itself on and off. Customer reported there were no patient injuries associated with this report and there were no incident reports filed since the last baxter service event. Customer reported incident occurred during patient infusion. Although baxter requested, no additional information was provided regarding patient demographics, medication involved, or device programming information. No add'l contact info was provided.